Event description:
The customer complained of sipper alarms on the cobas 6000 e 601 module. The customer performed maintenance which resolved the issue. The customer ran qc which failed and stated they had to make corrections for 6 patient samples. The customer only provided an example of discrepant low results for 1 patient sample tested for ferritin. The customer declined to provide results for any other patient samples. The initial ferritin result was 26.19 ug/l. The repeat result was 150.4 ug/l. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. No adverse event occurred. The ferritin reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a fluidics failure of the pinch tube assembly. The pinch tube assembly was replaced and the system was primed. All qc results were acceptable. The system was operating within specification. Since the service visit, the customer has been using the e601 module with no issues. The investigation determined that the pinch tube issue found by the fse was the root cause of the event.